Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-56, lot# v821427, implanted: 2012 (B)(6); product type lead product ID 3888-45, lot# v847059, implanted: 2012 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type extension. (B)(6).

Event description:
Additional information received reported that perioperative antibiotics were administered and it was noted that the patient did not have meningitis. It was further reported that the generator was returned to the abdomen. It was noted that the buttock site was clear and healed but had a positive culture for the skin flora coagulase negative staphylococci.

Event description:
It was reported that on (B)(6) 2012 an ER healthcare professional (hcp) diagnosed a pressure ulcer at the implantable neurostimulator (ins) site. It was stated that it was confirmed by a second hcp on (B)(6) 2012. It was reported that the generator was removed on (B)(6) 2012 and no infection had been found in the pocket. It was stated that the pocket was closed and healed. It was reported that a culture was taken for staph which was (B)(6) negative.